Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report excessive no delivery alarms. The customer wasted 100 units of insulin and changed the infusion set 10 times. The customer stated the alarms get resolved by changing the infusion sets. The customer's blood glucose level was 400 mg/dl. The customer treated with the insulin pump. The customer declined to troubleshoot. Nothing was replaced or returned.